Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted visualization difficulties due to a previous annuloplasty ring procedure that possibly altered the posterior leaflet. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed medially in the a3/p3; however, there was movement of the clip on the leaflets due to the pre-existing condition of the leaflets. Additional treatment was not performed. The clip remains stable on both leaflets. One clip was implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated the reported migration (partial clip movement) appears to be related due to procedural conditions/user technique in conjunction to patient anatomy. The poor image resolution was due to patient¿s challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.